Event description:
Reportedly, after firing to rectum, could not pull the instrument back. The surgeon fired again to the same position, and then the instrument was removed properly, after that, leakage was confirmed, then cut the distal side of rectum and re-anastomosis was performed with another instrument. Sex: male. Procedure: lar double staple.